Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high/undefined pacing impedance and oversensing (high-rate non-sustained ventricular tachycardia [vt] episodes and short ventricular-to-ventricular [v-v] episodes) and was determined to be fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.